Event description:
The patient reportedly experienced intermittency. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.